Manufacturer narrative:
(B)(4) perivalvular leak (pvl) can occur due to a number of different reasons. In this case, the hospital indicated a jet was observed on surface echo due to the broken stiffener band. However, a frame separation by itself is not a likely cause for the surgical valve to stop functioning. Due to the device remaining implanted in the patient, edwards is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of four (4) years, two (2) months. The reason for re-operation was due to paravalvular leak (pvl). As reported, a surface echo revealed a jet which was determined to be pv leak. Further imaging was performed in which the middle part and the sides of the valve ring (the stiffener band) were broken. A 26mm transcatheter valve was implanted and a small jet still remained. An 8mm amplatzer plug was used to fix the residual leak and the patient was listed as doing fine, post-operatively.